Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-feb-2023. Investigation summary : it was reported the needles that did not seem to be patent. To aid in the investigation, one hundred sixty-eight samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were randomly selected. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each sample expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot number 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 10 bd precisionglide¿ needle did not seem to be patent. The following information was provided by the initial reporter: I¿m doing botox injections today and have had 3 needles that did not seem to be patent from the same lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary - as a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1335484. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd precisionglide¿ needle did not seem to be patent. The following information was provided by the initial reporter: I¿m doing botox injections today and have had 3 needles that did not seem to be patent from the same lot.